Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 25 mm non-medtronic balloon (nucleus). The implanting team decided to go for a slightly deeper implant of 4 millimeter (mm) on the non-coronary cusp (ncc) following a "feops" report which suggested minimal paravalvular leak (pvl) and low conduction disturbance. During the first implant attempt, the valve was at a depth of 0 mm on the ncc and was recaptured to be deployed in a deeper position. As the implanters repositioned the valve and began deploying a second time, the patient was unable to respond to the implanter's commands. The valve was deployed under pacing and the system was retrieved from the patient as the team began to thoroughly assess the patient's responsiveness and mobility. The patient was unable to respond or move his right leg and right arm. The patient's breathing was stable and electrocardiogram (ECG) and pressures remained well throughout the procedure. No pvl and no gradient were reported. At the end of the valve procedure, the patient was responsive again and regained partial mobility in their right arm and right leg. The access site was closed and no treatment was reported. A neurological assessment was performed, which revealed an occluded and narrowed vessel on the neurological angiogram. The patient is currently receiving rehabilitation on a stroke ward having physio mobilizing with 1 person and a zimmerframe. The cause of the stroke was not reported. No additional adverse patient effects were reported.